Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: none. A software analysis was initiated to determine the probable cause of the issue through analyzing the logs and archives. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. A manufacturer representative (rep) was on site and called technical services (ts) to request assistance retrieving a patient archive. While attempting to save the archive, the system gave an error "internal error has occurred - application must restart". She then restarted the program and it continued to work as expected. No patient present.